Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not appearing at the station. Patient information was available on the server, but the station frequently experienced issues for this type of admission, and the patient was discharged before the issue could be resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not crossing over to the medstation. A technical support specialist (tss) found patient status was temporary because it was created in the station to dispense medications. The patient is not appearing on the medstation due to the temporary patient active duration setting on the es server, which was currently set to 4 hours. By default, the patient profile disappears from the station if there is no activity for 4 hours. The tss reviewed the patient details and found that the admission teams data shows the status as 'placeholder.' This occurred because the order messages were received before the admit message. Normally, these should automatically merge once the admit message for the adt patient is received. After reviewing the adt message, the expected admit date was set. The customer was advised to verify with the team and re-send the admit message for this patient, then check the status again in the es server. The tss checked the cast patient and found a transaction adt with admit date 11:15, and the expected admit date was set. However, in the es server, the status remained 'unknown' with no admit date, though there was an active order in the profile. As per knowledge article guidance, the customer was instructed to reach out to adt to resend the admit date. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not appearing at the station. Patient information was available on the server, but the station frequently experienced issues for this type of admission, and the patient was discharged before the issue could be resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.